Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh; later the patient experienced urinary frequency, nocturia and secondary prolapse; recurrent 3rd degree rectocele. A rectocele repair was performed using native tissue.